Manufacturer narrative:
H3, h6: the device was not used in treatment and was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include raw material issue and a missed quality check. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during treatment, a hydrosite plus heel ctn 5 had a red stain in an unopened pouch. Treatment was resumed, with a smith and nephew back-up device. Patient was not injured as consequence of this problem.